Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer stated that her buttons are not responding on her pump. Customer was filling a new reservoir and when she went to see how many units she had left in the old reservoir, the numbers started scrolling up and the buttons did not respond to make them stop. Customer stated that she was going to change the infusion set. Customer was advised to keep a close eye on her blood sugars for the next couple of days. Customer mentioned that she was pregnant and was explained the water tight/moisture information regarding the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked belt clip lot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)